Manufacturer narrative:
The pad-pak was first installed on the 7th june 2010 and performed to specification, alongside random manual power ons, up to the 20th september 2015. An increase in voltage suggests a further pad-pak was installed. Between the (B)(4) 2015 the device records multiple manual power ups of 10 minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. This would confirm the failure of the returned membrane. Voltage fluctuation was observed over the pogo-pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.